Manufacturer narrative:
Updated fields b4, d9, date return to manufacture, g3, g6, h2, h6, type of investigation, investigation findings, investigation conclusions, h11, corrected field, d4, expiry date, lot number, UDI number, d9, device available for evaluation, h3, h4. (B)(6), an rn reported a fiber optic fo sensor failure on a sensation plus 8fr 50cc intra aortic balloon iab that occurred during patient transport from the cath lab to the ccu. Attempts to restore the fo arterial pressure signal were unsuccessful. She was instructed to disconnect the fo plug to silence the alarm and a transduced arterial pressure line was already connected and zeroed on the cardiosave console. The product was returned with the membrane completely unfolded and blood found on the exterior. No damage was observed on the outside of the iab. Extender tubing and pressure tubing were also returned. A sensor output test was performed and pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor optical fiber and a break was observed within the sensor cable. The reported failure was confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over the past three months. Based on the rationale provided above no escalation to the CAPA process is required.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported through an emergency support program that sensation plus 8fr 50cc iab had fiber optic sensor failure during use. Alarm occurred while transporting the patient from the cath lab to the ccu. All attempts to regain the fiber optic ap signal are unsuccessful. Esp personnel directed to disconnect the fiber optic plug so the alarm would no longer sound. A transduced ap is already connected and zeroed on the cardiosave. There was no patient harm or injury.